Manufacturer narrative:
Samples received: 16 unopened race-packs and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 16 closed samples and 1 open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. We have tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications regarding needle attachment, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions, as a specific project is open in order to avoid this kind of incidents in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "needle detached easily from the thread during withdrawal or lay loose in the package." This event was pre-operative (out of box). There was no patient impact.